Event description:
The procedure was a single laparoscopic choecystectomy. During the procedure, one of the instruments was not responding appropriately or correctly when moved. During the robotic procedure, the arm swivel turned and did not respond. The physician noted the tip was not located where it should have been. The rep was in the or suite at the time and they both realized the cannula had spun or moved from its normal position. The cannula was removed and you could spin it 360 degrees. It was not staying in its fixed alignment as it should. The surgeon had noted the tip had caused a small laceration in the patient's liver.